Event description:
The facility reported to a baxter sales representative two sets that disconnected at the welded y-junction before use. No patient injury or medical intervention reported. No additional information available.